Event description:
Pt was implanted with a mesh during surgery to treat her rectocele and cystocele. She stated that, as a result of having the product implanted in her, she has experienced significant mental and physical pain and suffering. She said the mesh has caused her depression, loss of enjoyment of life, dyspareunia, urinary retention, incontinence, bladder/ vaginal spasms, severe constipation, pressure and continuous "sticking" pain. She also stated that she will undergo corrective surgery or surgeries, and medical services.